Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer initially used non-tandem charging cable and wall adapter, then tried original charging supplies and left wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging, and no further assistance was required.